Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, blood transfusion, menarche, migraine, nicotine dependence, glucose tolerance impaired, recurrent uti, multiple cesarean sections, colonoscopy (4), morbid obesity, adenomyosis, endometrial polyp, crohn's disease, menses irregular, hypothyroidism, iron deficiency anemia, diarrhea, nephrosis, flank pain, gastroenteritis, colitis, nausea, ovarian cyst, dermoid cyst, right lower quadrant pain, esophageal dysphagia, intestinal malabsorption, gi upset, type 2 diabetes mellitus, polycystic ovarian syndrome and multiparous. Previously administered products included for an unreported indication: acetaminophen and tramadol. Concomitant products included ergocalciferol (vitamin d2), nsaids and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), anaemia ("blood or heart disorder/condition:anemia"), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, anaemia and abdominal pain had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in information related to essure confirmation test: no (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea (cramping), anemia, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient medical history, concomitant medication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, blood transfusion, menarche, migraine, nicotine dependence, glucose tolerance impaired, recurrent uti, cesarean section, colonoscopy (4), morbid obesity, adenomyosis and endometrial polyp. Previously administered products included for an unreported indication: acetaminophen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding),"), anaemia ("blood or heart disorder/condition:anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia and abdominal pain had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in information related to essure confirmation test: no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea (cramping), anemia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received- events- " abnormal bleeding vaginal, menorrhagia/ menorrhagia (heavy menstrual bleeding), blood or heart disorder/condition:anemia, dysmennorhea (cramping), psychological or psychiatric problems: depression, psychological or psychiatric problems: mental anguish, abdominal pain", reporter, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.